Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed by the fsr by replacing the gas delivery engine and no further investigation is required at this time.

Event description:
It was reported that while training a nurse, the ventilator began to alarm extended high p peak and circuit occlusion. There was no patient involvement.